Event description:
Complainant alleged that the clinicians were attempting to cardiovert a pt who was presenting an atrial fibrillation heart rhythm. The pt had been in chronic atrial fibrillation for over three months. Upon the clinicians first attempt to shock the pt at 120 joules, an arc was observed emanating from the anterior electrodes. The clinicians administered a second shock at 200 joules, but again an arc was observed. The pt was converted to a normal sinus rhythm with the administration of the second shock. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The stat pad multi-function electrode package insert warns the user: "always apply electrodes to flat areas of skin. If possible, avoid folds of skin such as those underneath the breast or those visible on obese individuals." The package insert also cautions the user that: "poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns."